Event description:
A malfunction was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a backup insulin pump, and tandem technical support arranged for a replacement pump to be sent. The customer was guided on how to return the faulty pump using a provided box and pre-paid label.